Event description:
It was reported that pump displayed malfunction alarm code 9 and there were no notable events before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided to reset pump using provided instructions, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again.